Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and the subsequent treatment appear to be related to circumstances of the procedure. In this case, it is possible the device was mal positioned., there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that, following impella insertion, an arteriotomy closure of the right common femoral artery was performed using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly, with the first prostyle device, after advancing the plunger and deploying the suture, an attempt was made to remove the device; however, the suture did not disengage from the o-ring. As a result, the suture was cut. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 15f sheath, and the pci procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.